Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer wanted to know why pressure measurement drops below zero even after a successful zero. The customer was able to replicate the issue and mentioned they intermittently get inaccurate heartrate readings. Distorted signals were observed with no alarm. The unit was observed for a week on site and it was confirmed that the issue was intermittent. A philips field service engineer (fse) was requested onsite to calibrate the intellivue patient monitor (ivp) on the x3 module. Once onsite, the fse discovered the customer to be using non-philips re-usable radiolucent ECG leads and philips disposable radiolucent ECG leads. It was undetermined if these non-philips devices were provided by philips or the customer. Under a field change order, the fse replaced the ECG trunk cable and leads to resolve the issue. The unit has returned to working specification. Based on the information available in the case and the tested conducted, the cause of the reported problem was confirmed to be the ECG leads. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that intermittently get inaccurate heartrate readings. The device was in use on a patient at the time of the event, there was no adverse event reported.